Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that during an atrial fibrillation and flutter procedure, it was noted that the right ventricle lead was dislodged during mapping in the right atrium with a non-boston scientific device and faradrive sheath. The right ventricle lead was replaced, and the procedure was completed by using original device. No patient complications have been reported. The product return status is unknown.

Manufacturer narrative:
Detailed product and event information was not provided to bsc. Good faith effort to obtain the information is in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.